Event description:
It was reported that the patient experienced syncope during exertion and unspecified general malaise due to loss of capture. Abbott technical support was contacted and the loss of capture was suspected to be due to evoked response oversensing during automatic threshold testing resulting in inadequate low voltage output. The device was reprogrammed at fixed low voltage output to resolve the event. The patient was in stable condition.